Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, loss of capture was noted on the right ventricular lead. No intervention was performed. The patient is stable and will be monitored.